Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition and extrusion may have been due to a potential malposition error at implant.

Event description:
It was reported that the patient with the artificial urinary sphincter (aus) experienced pump extrusion through the scrotum due to the component being positioned very superficially under the skin. The aus was subsequently deactivated, and the patient was treated with antibiotics. Given the patient's pre-existing anticoagulation condition, hospitalization was required to manage coagulation and ensure the appropriate administration of antibiotics. A replacement surgery was scheduled, and no additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H6: impact codes. The exact explant date was not available, therefore the date (B)(6) 2024 was used as estimate, since the surgery was scheduled for (B)(6) 2024, and it was later confirmed to be performed in (B)(6) 2024. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition and extrusion may have been due to a potential malposition error at implant.

Event description:
It was reported that the patient with the artificial urinary sphincter (aus) experienced pump extrusion through the scrotum due to the component being positioned very superficially under the skin. The aus was subsequently deactivated, and the patient was treated with antibiotics. Given the patient's pre-existing anticoagulation condition, hospitalization was required to manage coagulation and ensure the appropriate administration of antibiotics. A revision surgery was performed to remove the pump, and no additional patient complications were reported.

Event description:
It was reported that the patient with the artificial urinary sphincter (aus) experienced pump extrusion through the scrotum due to the component being positioned very superficially under the skin. The aus was subsequently deactivated, and the patient was treated with antibiotics. Given the patient's pre-existing anticoagulation condition, hospitalization was required to manage coagulation and ensure the appropriate administration of antibiotics. A replacement surgery was scheduled, and no additional patient complications were reported.